Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(6).

Event description:
Customer contacted tsc to report false negative result for api proficiency sample dat testing using igg gel card lot# 101117001-57. Issue started on: (B)(6) 2018. Sample ID: api dat sample. Date of testing: (B)(6) 2018, for api sample dat-02. Methodology used: manual gel. Pattern observed: false neg . Reaction grade obtained: negative. Test repeated: yes. Result obtained by repeating: positive. Method used to repeat: manual gel. Customer states that all qc for all reagents acceptable. Customer did not wash red cells provided by api, not necessary. Customer did centrifuge sample to pack red cells. Tsc attempted to collect all relevant complaint information, customer does not have full details of api survey. Tsc verified that customer converted 3% api suspension to 0.8% for mts gel card testing using mts diluent 2. Tsc went over procedure with customer to ensure correct protocol was taken at time of testing. Tsc requested exact frequency of participants in survey and percentage of correct answers, customer cannot provide exact details. Customer seeking documentation of issue,